Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 9 infusion sets leakage at site event on (B)(6) 2024. The infusion set was in use for 1-2 days. Blood glucose at the tie of event was noticed 200- 283mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.